Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise, abnormal impedance measurement of 1738 ohms, and high pacing thresholds. The physician determined the root cause of this was, due to twiddler's syndrome. The lead was destroyed during the laser lead extraction procedure and a new lead was implanted. No adverse patient effects were reported.